Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to suspected fluid loss. Device was explanted in 2013 and has been working up to a month ago. The doctor removed original conceal reservoir and after testing it found a small pin size hole. He opted to replace just the reservoir he tested cylinders and cycled multiple times prior to connecting new reservoir and after device is fully functional. No adverse patient effects. Additional information was received. Patient was unable to inflate his device. No adverse patient effects.